Event description:
Device issue: difficult to deploy/movement. Time of device issue: during the procedure. Adverse event: stent deployed at unintended site. Onset of adverse event: during the procedure. It was reported that during the procedure in the heavily calcified right coronary artery, the rx vision stent jumped forward as the balloon was inflated. A second vision stent was deployed to cover the lesion. Reportedly, the movement of the stent was due to the heavy calcification. Though requested, additional event or patient information was not provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient; however, the stent delivery system is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.